Event description:
A cardiologist deployed a starclose device into the right common femoral artery post a procedure on the left anterior descending artery. Within thirty minutes, the patient's blood pressure dropped. The cardiologist repeated the catheterization procedure and diagnosed a retroperitoneal hematoma. The patient received four units of blood. A vascular surgeon placed a covered stent on the arterial hole to stop the bleeding.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.